Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Customer¿s blood glucose level was 70 mg/dl. The customer reported no backup insulin delivery method available.